Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that approximately two weeks post implant this cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than expected battery longevity. It was noted that device was programmed to high left ventricular (lv) outputs. Boston scientific technical services (ts) discussed the battery depletion was likely due to the high outputs, however discussed the option to send in a save to disk for analysis. No adverse patient effects were reported.